Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced frequent charging of the ipg and discomfort or burning of the ipg site while charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.